Manufacturer narrative:
Additional information is provided in sections d.10., h.6 and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for ¿complaints reported against this lot number¿ cannot be performed as the serial number is unknown. The lot is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Shahzadi b, rizwi sf, qureshi fm, latif k, mahmood sa. Outcomes of transconjunctival sutureless 27-gauge micro-incision vitrectomy surgery in diabetic vitreous haemorrhage. Pak j med sci. 2017;33(1):86-89. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A literature article revealed that four patient experienced cataract following use of ophthalmic endo laser probe. The details of the procedure were not reported. The current outcome of the patient¿s condition was unknown. This complaint pertaining to laser probe of two of the two reports from the same entity.